Event description:
The customer reported that the connection for the battery in the b well was intermittent.

Manufacturer narrative:
The customer reported that the connection for the battery in the b well was intermittent. A philips field service engineer evaluated the unit at the customer site and verified the failure. Replacing the power pca resolved the issue.